Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was changing her infusion set when she received a no delivery alarm. Her blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump alarmed no delivery alarm during the excessive no delivery test due to faulty force sensor relay. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.